Event description:
Catheter inserted into left groin, filter released; subsequently filter came out of groin for no apparent reason. No harm to the patient. Another filter of the exact same kind was inserted and properly positioned into left groin without any harm.